Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a discolored additive form. The following information was provided by the initial reporter: "nonconforming product, invoice: (B)(4), code: 368175, batch: 9331767, quantity 1."

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a discolored additive form the following information was provided by the initial reporter: "nonconforming product invoice: 9007442813 code: 368175 batch: 9331767 quantity (B)(4).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open package/seal with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.